Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 51, 90 and 198 mg/dl. Tests were done within 10 minutes. Pt reported checkstrip test result was 88 (range 73-98), and 107 (range 94-126) with control solution. Pt did not experience any adverse events. No further info has been reported.